Manufacturer narrative:
The catheter passed the electrical test, temperature bath test, generator test, and visual inspection.

Event description:
It was reported that while the ablation was started the impedance reading was higher than usual, showing 140 ohms. Two more ablations were performed, and the impedance readings remained high for both ablations. After more ablations the impedance reading decreased to approximately 20 ohms. Subsequently the patient's blood pressure decreased to less than 85, and the ablation was stopped. Pericardial tamponade was discovered by echocardiography and drainage was performed to remove the blood that had accumulated in the pericardial space. The patient was in stable condition, and the prognosis for the patient was satisfactory.